Event description:
It was reported that a patient underwent a rotating hinge knee arthroplasty. Subsequently, a revision procedure due to a broken hinge pin tab was performed. The broken hinge pin tab from rhk had to be changed completely because a 15mm distal augmented prevented changing the upper bolt left side.

Manufacturer narrative:
(B)(4). This report will be voided due to the fact that the products involved in cmp-0575787 are legacy zimmer products and duplicate of (B)(4). The complaint cmp-0575787 will be made as ¿not a complaint¿.

Manufacturer narrative:
(B)(4). Report source, foreign country: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: unk rhk femoral component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-0080. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a rotating hinge knee arthroplasty. Subsequently, a revision procedure due to a broken hinge pin tab was performed. The broken hinge pin tab from rhk had to be changed completely because a 15mm distal augmented prevented changing the upper bolt left side.